Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). ===recalls required: none. ===repairs completed (mnr): plastics replaced (prp): handle. Customer stated problem: "failed preventive maintenance": binaries: barrel clamp to "closed" > 20 secs (2x). Checked timing ckt. Compared to a new sizer, the old sizer voltages are unstable. Replaced sizer. Plunger sensor also slow (replaced leaf spring, cleaned channel.). Unit passes pfa. Other repair: drive tube, drive tube wiper seal & sleeve. Iui's (both). Flange gripper residue. Module latch. On disassembly found barrel clamp sleeve (clear) worn/wrinkled. ===maintenance actions completed. Calibration, pm. No sku change necessary. ===tamper seal (on arrival): void. Missing front half. (B)(4).